Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material# unknown batch# (B)(4). It was reported by customer it was brought to my attention by a g1w (ortho surgical) of a defective blood admin set in which there was a leak identified in the top chamber of the tubing, causing blood to leak out. Verbatim: it was brought to my attention by a g1w (ortho surgical) of a defective blood admin set in which there was a leak identified in the top chamber of the tubing, causing blood to leak out.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was a leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007 lot number 24015303 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.